Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at 12.5 ug/day via an implantable pump. It was reported thaton (B)(6) 2023, the patient had a new implant and started treatment at 12.5 ug/day. The patient's spasticity symptoms were under control and nausea occurred after surgery, requiring bed rest. A solugen drip infusion was administered for approximately one week, and recovery was observed 10 days later. The hcp stated that it was described as spinal pressure symptoms, but the condition was due to cerebrospinal fluid leakage. Recovery was achieved with bed rest and it was noted to be a common post-operative symptom. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient was originally hospitalized for the implantation surgery.